Event description:
My nose was sore and irritated all the time and dripping down the back of my throat causing it to become hoarse and sore. I was having a lot of coughing and asthma attacks which caused me to go on a steroid inhaler. At the present time this is still happening. In the last 2 months I have seen small black particles in the water compartment and filter of my CPAP. I 3 months ago I had a endoscopy done and when I came to I was coughing a lot and the nurse accused me of having a smokers cough. I have not smoked in 40 years. She did not believe me. Today I had a appointment with my yearly CPAP aprn and we talked about the dream station recall. She wanted to know if I had reported any of this to medwatch and I said no but I registered my machine. She told me I should report this so I am doing just that. We talked about the fact that I cannot go without a CPAP and if I had any options. My dme wants (B)(6) dollars up front because my machine is not 5 year old. I did not understand how to fill this out as I had no test. FDA safety report ID# (B)(4).